Event description:
The patient reported that she activated a new pod early on the night of (B)(6). When she went to bed, her blood glucose was in her target range. At 3:20 am on (B)(6) her bg was 355 mg/dl which she corrected with a 2 unit bolus. Her bg was 367 mg/dl at 4:30 am, at which time she took an additional 0.3 unit bolus. She corrected again at 5:00 am with 1 unit. At 5:25 her bg reached 399 mg/dl. She went to the hospital where she received 8 units of insulin and hydration; her bg started to go down. She reported that she activated a new pod the morning of her call.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospital visit was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."